Event description:
Technician alleged that the head gas springs are not working, they do not hold the patients weight and drifted down slowly. No patient impact.

Manufacturer narrative:
The technician found the cause to be worn gas springs. The technician replaced the head gas springs to resolve the issue.